Manufacturer narrative:
Device evaluation. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation ¿ n/a. Document review. Prior to distribution all zilbs-635-10-8 devices are subjected to a visual inspection and functional inspection to ensure device integrity. It should be noted that the instructions for use (ifu0065) states the following: ¿the delivery system accepts a 0.035 inch wire guide¿. There is evidence to suggest the user did not follow the IFU. There is evidence to suggest that the customer did not follow the label. Image review. An image was not returned for evaluation. Root cause review. A definitive root cause of the user not reading or following the IFU can be concluded. The IFU states ¿¿the delivery system accepts a 0.035 inch wire guide¿ however from the information provided the device was used with a 0.025 inch wire guide. Summary. The complaint is confirmed based on customer testimony. The complaint was raised from literature paper abdallah et al ¿quadruple, 4-segment, triple sector ¿y-shaped stents¿ in complex hilar cholangiocarcinoma after cholangitis from plastic stents¿. According to the initial reporter, an incorrect size wire guide was used with 02 zilbs-635-10-8 devices in the same patient, no adverse events were reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A supplemental report is being submitted due to completion of the investigation on the 22-feb-2023.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Abdallah et al 2022 - quadruple, 4-segment, triple sector ¿y-shaped stents¿ in complex hilar cholangiocarcinoma after cholangitis from plastic stents. In this case, we expanded upon the y-shaped intraductal stent-in-stent technique, successfully completing a triple y-shaped configuration. All biliary sectoral branches that previously housed plastic stents were exchanged for semss to prevent future episodes of cholangitis from occurring in the previously instrumented sectors. All 4 ducts were cannulated with a guidewire, facilitated by using a steerable catheter (swingtip) before the deployment of any sems to guide insertion of subsequent semss. All semss were inserted suprapapillary because suprapapillary placement is associated with longer stent patency, lower risk of cholangitis (from presumed enteric-biliary reflux), and decreased risk of pancreatitis (from pancreatic duct orifice compression), compared with transpapillary sems insertion. Four-week follow-up revealed normalization of total bilirubin, alanine transaminase, and aspartate transaminase and a significant decrease in alkaline phosphatase levels without cholangitis, with CT showing stable sems position. The patient elected not to pursue further therapy and transitioned to home hospice care. A total of four 0.025-inch 450-cm straight guidewires (visiglide; olympus america) were passed into each of the 4 segmental intrahepatic ducts from which the 4 plastic stents were just removed. A 10-mm 8-cm uncovered zilver 635 sems was deployed through the slit in the ll-iii sems, terminating in the rp, forming a second y-shaped intraductal stent-in-stent. The process was again repeated such that the ra was drained via passage of a 10-mm 8-cm uncovered zilver 635 sems through the ll-iii sems, forminga third y-shaped intraductal stent-in-stent this complaint was opened to capture the use of the incorrect wireguide in both zilbs-635-10-8 devices. As per ifu0065-4 "the delivery system accepts a 0.035 inch wire guide". No known adverse effects to the patient.